Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt dizzy and lightheaded. A remote transmission was performed by the patient, but it showed vertical lines with flat line electrograms due to loss of telemetry from the implantable pulse generator (ipg) device. The patient sent a second transmission and everything looked good. The device remains in use. No patient complications have been reported as a result of this event.